Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva 20 ga x 1.00in sp with maxzero is leaking. Could you please provide a further description of the issue? - the end of the catheter is leaking suggesting that medications are not being administered adequately to the patient describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The harm to our patients is minor harm, it causes a delay in medication administration and also causes us to have to 're-poke' the patients and establish new access.